Event description:
Product: freestyle lite test strips - quantity 100 lot 0807119. I purchased these at the store. The package was factory sealed. Inside the package were two round containers labeled freestyle lite. Inside the containers are the wrong test strips that will not work with this meter - as a long time customer - I recognized these test strips for use on their basic monitor, which require coding. I called store. Abbott is sending me -2 days later- replacement stirps, asking I send back the package with all contents. Unless I hear otherwise from FDA, I plan to do so.